Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of device could not deploy. Medical device problem code a0401 for the reportable issue of device wire was broken. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. No visible issues were noted to the handle assembly and trip wire. There was evidence that the tripwire was not secured in the handle assembly slot. Additionally, the ligator head was returned with six bands and these bands had overlapped. Microscope examination was performed, and it was observed that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event of failure to deploy bands was confirmed; however, the event of tripwire break was not confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Not securing the trip wire in the handle slot can lead to deployment failure and damage to the ligator teeth. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an endoscopic ligation of anorectal hemorrhoids procedure performed on march 19, 2021. During the procedure, the device wire was broken and the device would not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during an endoscopic ligation of anorectal hemorrhoids procedure performed on (B)(6) 2021. During the procedure, the device wire was broken and the device would not deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.